Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse effect to customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.